Event description:
It was reported that the right ventricular (rv) lead exhibited a history of t-wave oversensing (twos), resulting in the patient experiencing bradycardia. The lead was reprogrammed, but it was not possible to resolve the twos. The lead may be revised, but currently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.